Event description:
On (B)(6) 2017, a 10 mm amplatzer septal occluder was implanted. The device appeared to be seated in a good position. On (B)(6) 2018, an ivc filter was implanted, and the implanting physician noted the asd had embolized from the heart into the aorta/renal junction area. On (B)(6) 2018, the device was successfully snared and removed. A CT scan post-retrieval showed no problems and the patient is reported to be stable. The defect is scheduled to be closed at a later date.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.